Event description:
It was reported that on february 3, 2015, the procedure was to treat a lesion in the proximal popliteal/distal superficial femoral artery (sfa). The 4.5 x 12 mm supera stent was implanted in the chronic totally occluded lesion with a good outcome. Two months later, the patient experienced pain and discomfort. On an unspecified date in late march, the patient was hospitalized. Angiography revealed a fracture in the supera stent implant. Re-intervention was performed during which another stent was implanted for treatment of the fractured stent. The patient is doing fine. There was no reported adverse patient sequela. No additional information has been provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event estimated.